Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant of the implantable pulse generator (ipg) system the patient experienced a suspected pocket infection, with a suspected reaction to the antibacterial absorbable envelope. The ipg system was explanted and re placed. No further patient complications have been reported as a result of this event.